Manufacturer narrative:
No product is available for return, so the complaint could not be confirmed and a definitive root cause could not be determined for this complaint. Some potential contributors to catheter breakage include excess tension (improper handling/securement) or excess pressure (using a syringe less than 10 ml, flushing a 10 ml syringe with force, or flushing despite resistance). First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
While the nurse was holding the infant for feeding the argon neonatal/pediatric 26g (1.9f) x 50 cm s/l first PICC snapped. The nurse clamped off the PICC line. The PICC line was then removed. No untoward patient effects.